Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted. The reported events of pain, aqueous misdirection, flat anterior chamber and retinal detachment are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling: this is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient experienced severe stabbing pain, aqueous misdirection, flat anterior chamber and retinal detachment in the left eye against the xen®45 gts. Treatment was provided as ac reformation. Aqueous misdirection resolved. Retinal detachment persists and patient elected not to undergo retinal surgery due to poor visual prognosis. The device remains implanted.